Event description:
Another MFR's 3.0mm by 13mm length angioplasty balloon was inserted to pre-dilate a 99% lesion in the proximal right coronary artery. After pre-dilatation, a linear dissection was present in the proximal right coronary artery. Therefore, the angioplasty balloon was removed and a 3.0mm diameter by 24mm length s670 rapid exchange stent delivery system was inserted. It was reported that there was some resistance felt during the insertion of the stent delivery system into the calcified proximal lesion. It was reported that during deployment of the stent, there was evidence of distal flow of contrast indicating a balloon burst. An attempt was made to use a handheld syringe for a high pressure inflation, but the stent would not inflate completely. The stent delivery was withdrawn with difficulty from the partially deployed stent. Attempts to insert an angioplasty balloon through the partially deployed stent were unsuccessful because of lack of adequate guide catheter support. In view of the nature of the vessel and incomplete inflation of the stent due to the calcium, it was decided to send the pt for a single vessel bypass. There were 3 photos of the procedure received. Two pictures reveal inflation of a balloon with contrast in the distal and proximal ends. There is no contrast in the center of the balloon, and there is evidence of a small amount of contrast distal to the inflated balloon. There is one picture of the right coronary artery, which reveals evidence of a dissection at the distal end of the partially deployed stent in the proximal artery. The severely calcified lesion and the insertion of the device although resistance was felt, likely contributed to the device performance.